Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, investigation conclusions) the customer contacted the engineer to conduct an on-site inspection. No other information is available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1. E1 event site full name is (B)(6) hospital. E1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
During the routine maintenance of the cs100 intra-aortic balloon pump (iabp), it was reported that the leakage value of the safety disk exceeded the standard. However, no personal injuries were caused."

Manufacturer narrative:
Updated data: b4, d8, d9(device available for eval), e1 full telephone number (B)(6)), full event site address((B)(6)),e2( health professional), e3(occupation) , h6(type of investigation), g3, g6, h1, h2, corrected data : h6(medical device ¿ problem code).

Event description:
N/a.